Manufacturer narrative:
The investigation of the reported incident was completed. The investigation revealed that the patient was not immobilized by the velcro straps provided to the user. No table movement or tipping occurred either. Additional information was received that the patient tried to get off the table without medical personnel assistance and fell down. The patient hit his head on the floor. It was confirmed that following the incident the patient remained conscious and responsive. However, the patient reported a headache and some wrist pain. On (B)(6) 2023, on the following day a head scan was performed as the headache persisted. Intracranial bleeding was found. The patient remained conscious at this time. On (B)(6) 2023, the patient passed away in his hospital room. The investigation showed that no system failure or malfunction occurred at the time of event. It is operator¿s responsibility to ensure that patient is immobilized. This process includes the tabletop, the mattress, the fixation accessories, the alignment of the material and the patient on the table. The operator must proper execute the fixation as well as pay attention to the patient. The instructions for use provide adequate guidance on how to secure patients during examination. The occurrence rate of the error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation.

Manufacturer narrative:
7/18/2024: supplemental MDR 2 was submitted to the FDA for correction of the primary UDI number in section d4.

Manufacturer narrative:
A supplemental report will be submitted when either new information is received or at the conclusion of the investigation.

Event description:
Siemens became aware of an incident that occurred while operating the artis zee ceiling system. The patient was left unintended in the exam room. It was reported that the patient fell off the table approximately 1.2 meters ( = 3.937 feet) down. The patient passed away due to the skull injuries. Additional information was provided that there was no equipment failure. A causal relation between the patient death and the medical device could not be established.